Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer in doing so, ensuring that the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support again if the issue reappeared.